Event description:
Boston scientific crm received information that this patient presented to the hospital with diaphragmatic stimulation. Futher evaluation noted both the atrial and right ventricular (rv) leads had dislodged. In a revision procedure both leads were successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The medical surveillance specialist (mss) spoke with the patient on september 20, 2010 and obtained the following information. The patient reported that the alleged power issue began approximately 1 week prior to contacting lfs. The patient informed the mss that she tests her blood glucose 2 or 3x/day and manages her diabetes by taking 1 pill of metformin when her blood glucose is greater than 150 mg/dl. As a result of the alleged issue, the patient claimed she was unable to test her blood glucose. During the time when she was unable to test, the patient reported that she did not take her oral medication for diabetes. On (B)(6) 2010, the patient stated she felt shaky, weak, and sweaty. In response to the symptoms, she treated herself with food and/or drink and confirmed feeling better afterwards. The patient denied testing with any other device prior to or at the onset of symptoms. At the time of troubleshooting, the customer care advocate noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k062195.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.